Event description:
The customer alleged that she had received some control test results that were high, out of specification. While troubleshooting, she performed control tests and received results of 392 and 406 mg/dl. The normal control range was 102-141 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.